Event description:
On (B)(6) 2010, pt's mother reported the down arrow button on the pt's infusion device is not functioning properly. Mother stated she was unsure of how the pt realized she was having this issue and when the issue first occurred. Mother reported the button pops back out after being pressed. Mother stated the pt is currently using the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.